Manufacturer narrative:
Further analysis and repair at the bench. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that speaker malfunction error and isn't making any sound. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Analysis was performed and confirmed that the device speaker is not working. It was determined that the speaker assembly needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was a faulty speaker. The speaker assembly was ordered and replaced. The issue was resolved by replacing the speaker.